Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a suspected inappropriate shock for a conducted atrial arrhythmia. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.